Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for spinal pain indications for use. It was reported that for 'about 3 weeks,' their handset has been taking 10 minutes to connect to their pump when it was at 90 percent. The patient stated that they did not have a problem connecting, but it was just when they were requesting a bolus when they have an issue, and the patient appeared to leave ¿myptm¿ application open in between uses. The patient stated that they talked to their doctor's office first, who said to call patient services, but the patient waited a week before calling in. The patient did airplane mode and clear cache, but nothing has helped them resolve the issue. The agent assisted the patient in clearing data. The agent assisted the patient in connecting to the pump and patient was able to connect well without issue. The patient read an expected lockout due to bolusing before calling. The patient stated that they have to charge the handset three times a day because they have 20 boluses, and they were told by doctor's office that's why the battery was going to wear out quicker than someone who only has 5 or so boluses per day, and inquired if that was true and if something could be done about it. The patient declined to transfer to hcit due to needing to get to the pharmacy before they closed. The agent provided healthcare information technology (hcit) phone number and pt will call them tomorrow for further assistance.